Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged post operatively. The lead was capped and the decision taken to replace the lead with an left ventricular (lv) lead during an upgrade procedure and place the lv lead in the rv port. No patient complications have been reported as a result of this event.